Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that in or around (B)(6) 2021, the patient underwent a surgical procedure to have one of the a bard powerpicc solo catheter inserted within her body to facilitate regular long-term venous access, including in particular to provide the delivery of hydration and other supplements due to dehydration experienced as a result of then-undiagnosed diabetes insipidus. From 2021 to 2023, the patient was implanted with and used the catheter for delivery of hydration, iron infusion, and other medication and supplements, as well as the withdrawal of blood. While implanted with the catheter, the patient suffered injuries, conditions, and complications caused by the catheter. The patient suffered malfunction and/or failure. While implanted in the patient's body, components of the device separated from each other and migrated within the patient's body. Subsequent to receiving the catheter, the patient developed infection, blood clotting, and/or vascular damage requiring additional medical treatments. In 2023, the patient began to experience frequent, recurring, and severe negative physical symptoms, including reoccurring instances of shortness of breath and heart palpitations, as well as significant bodily pain. Due to the frequency and severity of her physical symptoms, the patient needed to work from home and required recurring supplemental concentrations of oxygen. The patient's physical symptoms worsened over time and in (B)(6) 2023 the patient required an ambulance to take her to the nearest facility to her then residence. At the facility, the patient was put on an IV, provided with antibiotics, and monitored by medical professionals. In or around one or two days after her admission to the facility, the patient was advised by her treating medical professionals that it was medically necessary for her to be transported to a larger hospital for more specialized care and treatment. The patient was subsequently sent by ambulance to the a larger facility which is over 2 hours drive from the current facility. During the ambulance ride to the new facility, the patient's health worsened, and she was advised by the transporting medical professionals that the situation had become an emergency. She was rushed to the emergency department and was admitted to the intensive care unit within a short time after arrival at the hospital. The patient's treating medical professionals at the new facility advised her that as a result of her physical condition it was medically necessary to remove the catheter as soon as possible. As a result of the injuries, conditions, and complications caused by the catheter, the patient underwent a surgical procedure to remove it while at the facility in or around (B)(6) 2023. The patient was kept at the facility for multiple days after her removal procedure in order for medical professionals to monitor her physical condition. The patient ultimately was forced to stay at the facility for approximately 5 days. The patient was ultimately diagnosed with a rare severe form of infection and blood clotting, all of which had developed while she was implanted with the catheter. Following the post-operative period after the removal of the catheter, the patient continued to experience medical problems, including with dehydration, pain, and difficulties in securing intravenous access to her veins to receive vital medication, fluids, and other nutritional supplements. The patient required subsequent follow-ups with medical professionals in order to monitor her post-operative recovery and ongoing medical issues. As a result of the catheter, the patient suffered serious, prolonged and/or permanent physical injuries, including damage to her vasculature and tissues within her body.